Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient's device had been turned off for artificial urinary sphincter surgery. The device was turned back on at a clinic appointment on (B)(6) 2015. The device was interrogated and high impedances were found. All of the following lead combinations had impedance above 4000; 0 <(>&<)> 10 <(>&<)> 20 <(>&<)> 31 <(>&<)> 21 <(>&<)> 32 <(>&<)> 3. The outcome was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# va0qwh3 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).